Manufacturer narrative:
No status of patient was provided in medwatch. Additional information was request from hospital but no response was received. Unable to determine root cause based on the limited information provided in the medwatch and there was no product returned for investigation.

Event description:
Facility reported in medwatch mw5100319: "a mizuho jackson spine table was in use. When attempting to tilt the table the table moved in the wrong direction. When attempting to manually release the locks to return the patient to level, the table did not complete this process when the correct procedure was followed. FDA safety report. Serious injury / required intervention."

Event description:
Facility reported in medwatch mw5100319: "a mizuho jackson spine table was in use. When attempting to tilt the table the table moved in the wrong direction. When attempting to manually release the locks to return the patient to level, the table did not complete this process when the correct procedure was followed. FDA safety report. Serious injury / required intervention."